Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported the vacuum did not respond during a cataract procedure. The product was replaced twice still the vacuum did not respond. The procedure was delayed for two hours and then discontinued. The patient was sent to another clinic to complete the procedure seven days later. There was no harm to the patient.

Manufacturer narrative:
The customer did not retain the product lot information for this infiniti procedure pack, therefore the device history records traceable to the reported procedure pack could not be reviewed. Based on our current tracking, there are no adverse trends for this reported complaint. Vacuum failure was reported. A wet intrepid plus fluid management system (fms) was visually inspected and no obvious defects were detected. The sample was tested using an infiniti console. The fluid management system (fms) primed and tuned with the ultrasonic handpiece, the 0.9 millimeter (mm) air bypass system (abs) tip and infusion sleeve from lab stock successfully. Aspiration flow rates met specifications. The root cause of the customer's complaint could not be established; the returned sample functioned per specification. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).